Manufacturer narrative:
H3: 81 evaluation is progress, but not yet concluded.

Manufacturer narrative:
Updated block: h6. The reported complaint could not be confirmed. During laboratory analysis, the product surveillance technician (pst) connected the power manager, and both power supplies to lab use only (luo) testing equipment. Each device was evaluated independently of one another. The power supplies provided acceptable direct current (dc) voltage. The power manager charged the batteries as intended and switched reliably from alternating current (ac) to battery power. It was determined that all device functioned as intended. This specific product is only shipped to japan and therefore does not contain a UDI label. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the heart lung machine (hlm) displayed a 'battery cannot be fully charged, full back up may not be available' message. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.